Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 46.5 cm and a stretched inner coil measuring 63.8 cm, was returned for analysis. Internal insulation abrasion breaching the rv cable lumen was noted at 23.4-24.9 cm from the distal tip underneath the proximal region of the svc shock coil. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.